Event description:
It was reported that a single ventricular pace was inhibited in a one hour cycle. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable pacing lead, 2013 (B)(6). (B)(4).